Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® dryseal flex introducer sheath instructions for use (IFU), adequate vessel access is required to introduce the sheath into the vasculature. Careful evaluation of vessel size, anatomy, tortuosity, and disease state is required to ensure successful sheath introduction and subsequent withdrawal. If vessel is not adequate for access, major bleeding, vessel damage, or serious injury to the patient, including death, may result. Per IFU, adverse events that may occur and/or require intervention may include, but are not limited to vascular trauma (i.e., dissection, rupture, perforation, tear, etc.).

Event description:
On (B)(6) 2018, a gore® dryseal flex introducer sheath (dsf1233/17917767) was used as part of a thoracic endovascular aortic repair. During the procedure, the sheath was inserted into the left subclavian artery. After all endoprostheses had been implanted, the left subclavian artery was reportedly dissected when the sheath was removed. The physician elected to monitor the dissection since outflow was reported to be satisfactory. According to the report, a small access vessel diameter contributed to the dissection (measurement unknown). The procedure was concluded without any further reported complications, and the patient tolerated the procedure.